Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) decreased to 31 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.